Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Returned device tr-band. Appearance confirmation: as a result of visual inspection, no anomaly such as damage was found in appearance. Leak test: test method: a syringe was connected to the tr band and 18 ml of air, the maximum amount of air that can be injected, was injected and the tr band was submerged in water. Test result: no leak was observed from check valves or balloons. Durability test according to shipping inspection: test method: the air was injected into tr band to the specified pressure using a syringe and left it for more than 12 hours. Test result: no anomaly such as leaks or damage was found. History investigation of the involved product code and lot number. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the history of the involved product code/lot#. Since no anomalies such as damage or air leaks that could lead to significant bleeding were found in the actual device, it was not possible to clarify the cause of the occurrence. Relevant IFU reference: [precautions]: depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo corporation received the following information: it was reported that the puncture site bled a lot when 2 cc were deflated from the tr band balloon, which is the usual procedure. The tr band reinflated, the patient was reassured. Recently, many tr bands have been bleeding, whereas this rarely happened before. There was no harm to the patient reported.